Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 10.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation below the rated pressure, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with different device. No patient complications nor injuries were reported.